Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area (distal end) was damaged. The most probable cause was not established. The video cable was broken and therefore the image was green. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage in the fiber bonding in the outer tube area (distal end), a broken video cable, and the image was green. There was no patient involvement.